Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The field service representative (fsr) inspected the instrument and found a 1 ml wash syringe installed in the wrong position on the wash solutions pump syringe holder. The fsr installed the syringe into the correct position which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of instrument service history revealed no additional service tickets associated with erratic or discrepant results nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the 1 ml syringe. A review of tracking and trending did not reveal any trends for the alinity ci-series. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the 1 ml syringe or the alinity c processing module, serial (B)(4) was identified.

Event description:
The customer observed falsely decreased alinity c calcium results for several samples when repeated are within normal range. The following example data was provided: initial result around 6 mg/dl and repeat result within normal range of 8.4 to 10.2 mg/dl. No impact to patient management was reported.